Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was over 500 mg/dl; cause was not known. Insulin injections were administered to address bg. As the event occurred in the past, tandem technical support, recommendation was made for the customer to discuss the event with a healthcare provider